Manufacturer narrative:
Approximate age of device - 6 years and 8 months. Device evaluation summary the report of a potentially compromised percutaneous lead can be confirmed. A distal end perc lead replacement was performed by a tech services representative on (B)(6) 2018 on wo 52342. Approximately 15.5¿ of the external portion/distal end of the percutaneous lead was returned. The silicone sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a partially fractured orange wire approximately 2.5" from the controller connector, in the area of the terminus of the distal end bend relief. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the orange wire were exposed. The fracture of the orange wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The fracture of the orange wire would have interrupted function as a result of the exposed conductors contacting the braided shield and shorting to ground if the device was supported by the power module or mpu. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2018, the patient came in to the clinic with vad alarms on power module, and the customer used ungrounded cable to download waveform. The manufacturer's technical service representative reviewed the submitted log file, a pump stop occurred while connected to power module. On (B)(4) 2018, it was reported that the technical service representative performed a distal end percutaneous lead (driveline) replacement. All tests were passed and no issue were noted after the patient was back on the grounded patient cable.